Event description:
The patient reporting needing to check status on the pump as the one they have is going out. Details not reported. Unknown if the product is on hand for return. Unknown if the patient missed a dose. Unknown if the md is aware. Unknown if the patient experienced an adverse event. Product lot number is unknown. Dose/ frequency/route of administration: use as directed with vyalev. No further information, dates, or details reported.